Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "leaking," "rupture," "bag feels squishy," and left side "feels like it might be going to." This record is for the left side. Device remains implanted.